Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5068 implantable pacing lead implanted: 2000 (B)(6); product ID (B)(4) implantable pulse generator (ipg) implanted: 2000 (B)(6). (B)(4).

Event description:
It was reported that intermittent oversensing of noise was exhibited on both the right atrial (ra) and right ventricular (rv) leads forcing the device into short runs of noise reversion. The ventricular sensitivity was decreased to mitigate the oversensing. It was later determined that rv pacing was being inhibited, and this was likely due to an rv lead fracture. The physician opted to replace the rv pace/sense portion of the lead and the ra lead remains in use. No patient complications have been reported as a result of this event.